Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance at an office visit in (B) (6) 2009 on an unknown diagnostic test. The patient may have fallen, but it is unknown if this contributed to the high lead impedance event. It was indicated that the patient has been experiencing an increase in seizure activity. It is unknown if the increase is above pre-vns baseline level. Review of x-rays of the device did not reveal any obvious anomalies that could have contributed to the high impedance event. Device diagnostics were reportedly within normal limits in (B) (6) 2008. The patient is being scheduled for revision surgery. Good faith attempts to obtain additional information regarding the reported events have been unsuccessful to date.